Event description:
Procedure: coronary artery bypass grafting (CABG). Twenty minutes into the procedure, the bovie was staying on/activated when the surgeon placed the bovie down. A new bovie was used to continue the procedure.